Event description:
Procedure type: laparoscopic gastric bypass. According to the reporter: staple lines were inspected and found to be hemostatic on (B)(6) 2012. On (B)(6) 2012 the patient had to be returned to the operating room due to bleeding over the staple line that required oversewing. The patient required an ICU admission post-operatively and sustained a rise in creatine likely related to blood loss.

Manufacturer narrative:
(B)(4).